Event description:
It was reported that the patient developed sepsis and had vegetation within their heart, not on leads. The right atrial (ra) lead, right ventricular (rv) lead, and implantable cardioverter defibrillator (ICD) were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.